Event description:
Distributor reported a malfunction with a pump identified by malfunction code malf 16-0x20e6, and there was no notable event preceding it. There was no adverse impact to the customer's blood glucose level. Customer was advised to replace the faulty pump, which was under warranty, and use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery. Technical support coordinated with the customer to store the pump before its return and arranged for a replacement pump to be shipped. Customer understood the instructions and agreed to return the problematic pump within 10 days using a pre-paid label.